Event description:
Related manufacturer reference number: 2017865-2022-19296. It was reported that the patient presented for a generator replacement procedure. Upon interrogation, it was noted that the right atrial (ra) lead and right ventricle (rv) lead exhibited high capture threshold. Both ra and rv lead were capped and replaced on (B)(6) 2022. The patient was in stable condition.